Manufacturer narrative:
Continuation of d10: product ID: pscc100; product type: 0609-catheter product ID: non-medtronic product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the pulseselect catheter was used to ablate all four pulmonary veins and isolate the superior vena cava. After removal of the pulseselect catheter, another manufacturer's radiofrequency (rf) catheter was inserted through the flexcath contour 10f sheath to ablate the cavotricuspid isthmus (cti) line. Intracardiac echocardiography (ice) revealed a deep pocket, indicating an anatomical abnormality, and there was difficulty achieving block across the cti line after several attempts. While the physician was manipulating the catheter and sheath, the system entered the right ventricle, resulting in a perforation. The patient experienced an immediate drop in blood pressure and a pericardial effusion was observed on ice. Pericardial synthesis was performed to aspirate blood from the pericardial sac, stabilizing the patient. The procedure was aborted under general anesthesia after transseptal device usage, and the event led to an extension of the patient¿s hospitalization. No further patient complications have been reported as a result of this event.